Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to cracked lcd glass. No cosmetic damage on case noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beeped but the screen was entirely white. The battery also died immediately after training. Customer's blood glucose level was 238 mg/dl. The display is solid white. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.